Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment. No product was returned.  Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.

Event description:
A 28mm amplatzer septal occluder (aso) was deployed and observed for 10 minutes in the patient's defect. After all angles had been viewed, the aso was released; however, it immediately embolized upon release from the delivery cable. The 28mm aso was percutaneously captured and removed. A 30mm aso was attempted but slipped through the defect while still attached to the delivery cable. The 30mm aso was retracted and removed. The patient was referred for surgery.

Manufacturer narrative:
The 28mm aso was returned to sjm and decontaminated. The aso was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The aso was loaded into a test loader, deployed and retracted without difficulty or deformation. The cause of the reported event remains unknown.